Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that three months post-op, patient visited physician complaining about blurry vision and debilitating glare. As per the physician, there are no internal glistenings on the implanted lens, but there are small opacities found concentrically along the lathing pattern of the optic on both front and back surface. The lens was explanted. Further information regarding this event has been requested.

Manufacturer narrative:
Upon receipt of additional information, this event was deemed unrelated to the lens and therefore the complaint has been re-assessed as not reportable.

Event description:
Additional information received indicated that the patient had prior radial keratotomy surgery. Therefore the surgeon chose to target hyperopia post-op with the lens implant to leave room for a piggyback intraocular lens. Physician admitted that there were multiple factors involving the decision to explant the lens and that the lens was not a contributing variable.